Event description:
The pt reportedly developed an edema at the implant region. Antibiotics (type unk) were prescribed. The pt was diagnosed with cellulitis of the face and was treated with diclocil. On (B)(6), 2009 skin abscess was observed. The abscess was drained and pt was treated with dalacin. On (B)(6), 2009 the pt developed cellulitis of external ear. The pt was treated with cephalexin and ciproflaxacin. On (B)(6), 2009 silver nitrate cauterization was used to aid in wound closure of affected area. On (B)(6), 2010 the pt developed foreign body granuloma of skin and subcutaneous tissue. On (B)(6), 2010 granuloma was resected and no pain or bleeding was reported. On (B)(6), 2010 drainage was observed in the area of previous granuloma. On (B)(6), 2010 the pt's device was explanted. The pt is reportedly doing well after the explant surgery.